Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. Investigation, unable to duplicate the reported primary audible alarm bgnd test during occlusion test. According to the investigation, unable to determine the intermittent of the error and no physical or any other damaged was found in speaker or interconnect board. Investigation replaced the pump speaker for preventive measure and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited audible alarm bgnd test failure. No patient involvement reported.